Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2005. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per op notes, "a composix kugel mesh was placed below the abdominal wall and was tacked using prolene sutures." On (B)(6) 2006 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent repair. Per op notes, "an incision was made overlying the previous scar which was excised and removed." On (B)(6) 2007 - patient had recurrent ventral hernia thereby underwent repair. Per op notes, "the previous scar was excised. Previous sutures were identified and removed." On (B)(6) 2017 - patient had incisional abdominal pain thereby underwent repair with removal of previously placed mesh. Per op notes, "dissect the adhesions off of the previous hernia mesh. Because of where this hernia was located, this was a source of patient's abdominal pain. Therefore, removed the previously placed mesh."

Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, lot no), d.6b, g1, g3, g6, h2, h6, h10, h11. Corrected fields: d1 (brand name). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2005. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective.